Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was a loss of stimulation and high impedance. Device interrogation showed high impedances on contacts 1, 2, 3, 4, and 6. The event was related to the device or therapy. The event resulted in an unscheduled clinic or office visit. The outcome was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the high impedance and loss of stimulation was never determined. An rx was performed to exclude migration of the leads. There was no detectable cause.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0208786645, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was high impedance. The clinical diagnosis was loss of stimulation. The outcome was ongoing. No actions were taken as a result of the event. The event resulted in an unscheduled clinic or office visit. The device was interrogated and there was high impedance in contacts 1, 2, 3, 4, and 6. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the device which was connected to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Implant dates were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the outcome was resolved without sequelae. Interventions included repositioning the lead on (B)(6) 2016. Interventions included explanting and replacing the lead. One new lead was placed on (B)(6) 2016. An additional paddle lead was implanted on (B)(6) 2016. Interventions included repositioning the neurostimulator (B)(6) 2017. The event resulted in an unscheduled clinic or office visit.